Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the customer through the reset process, after which the pump did not display the cgm error code again. The customer successfully started their sensor session.